Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this literature complaint. Additional protocode: krd. UDI unknown, catalog#, lot# and expiration date unknown. Device mfg date unknown, lot# unknown. Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.

Event description:
In the literature article ¿¿retrieval of distally migrated coils with detachable intracranial stent during coil embolization of cerebral aneurysm¿ by devendra pal singh, soon chan kwon, lijin huang and won joo lee, published j cerebrovasc endovasc neurosurg.2016 march;18(1):48-54. Ttp://dx.doi.org/10.7461/jcen.2016.18.1.48, it was reported that case number 2, a 44 year old female patient presented with presented with subarachnoid hemorrhage, hunt and hess grade 2. Her cerebral angiogram showed a right posterior communicating (p-com.) Artery aneurysm, sized 2.2 × 2.2 × 6.1 mm. After placement of 3 coils (unknown), there was still some space remaining near the neck. A deltaplush (codman neurovascular, raynham, ma, USA) 1.5 × 2 mm coil was used to pack the sac. After the coil was detached it got dislodged from the aneurysm and migrated into the right mca branch. A microcatheter (rebar18, covidien, irvine, ca, USA) was passed beyond the embolic coil and a 4 × 15 mm sized solitaire® stent was passed through it distal to the migrated coil. The stent was then, successfully withdrawn along with the microcatheter retrieving the entangled coil along with it. Patient outcome is unknown and it is unknown if the reported event caused a surgical delay. At the time of complaint entry no device specific information, i.e. Catalogue/lot number, is available.